Event description:
On (B)(6) 2010, a (B)(6) female underwent a lumbar construct removal due to completed fusion. During the procedure, the surgeon noted, the sequoia modular driver had a damaged tip that the surgeon thought was cracked. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
Product is an instrument and not implantable. Evaluation is pending upon completed investigation of the product.